Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate therapy due to undersensing. The device will be reprogrammed. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate therapy due to undersensing. The device will be reprogrammed. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, there is a suspected air presence causing the oversensing, additionally, the smart pass feature got disabled due to low amplitudes. This s-ICD remains in service. No additional adverse patient effects were reported.